Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that subsequent to a percutaneous coronary intervention, patient experienced worsening in ischemic heart disease. In june 2011, the patient presented with recurrent constricting chest pain, shortness of breath, swelling in the ankle and subsequently was diagnosed with stable angina and was referred for cardiac catheterization which revealed a 75% stenosed, de novo target lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3 mm and lesion length of 15 mm. The lesion was treated with direct placement of a 3.50 mm x 16 mm taxus element stent resulting in 0% residual stenosis. The patient was then discharged on aspirin and clopidogrel one day post-procedure. In (B)(6) 2012, the patient presented with fatigue, occasional bp spikes, experienced recurrent stabbing chest discomfort and numbness in left shoulder and arm since 6 months. Patient was subsequently diagnosed with worsening in ischemic heart disease and was hospitalized on the same day. The 75% gap restenosis of previously placed study stent located in mid rca was treated with a placement of a 3.5 mm x 16 mm promus element drug-eluting stent resulting in 0% residual stenosis. The event was considered resolved without residual effects. The patient was discharged on aspirin and clopidogrel one day post-procedure.